Event description:
Report rec'd from the USA, stating that the device is not working. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has not been rec'd by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).